Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose level was 265 mg/dl which was addressed by administering a manual injection. It was confirmed that customer was able to clear alarm and resume insulin delivery.